Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had an increase in capture threshold, increased impedance, r-wave amplitude decrease and intermittent loss of ventricular capture. The patient was symptomatic to the loss of capture and the lead was capped on (B)(6) 2018 and replaced. The patient was stable post-procedure.